Event description:
It was reported in a case study that a patient underwent a balloon kyphoplasty procedure. Postoperatively, three lateral x-rays showed collapse of vertebral body with collapse of bone between two bone cement concentrations. Reduction is subsequently lost. Patient had pain after treatment. No further information was reported.

Manufacturer narrative:
Follow-up with company representative.